Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl). Customer stated they believe their pump settings may need to be adjusted. It was also noted that the customer forgot to fill the cannula. Reportedly, customer will be meeting with their health care professional to discuss the reported issue.